Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. The date of event is an approximation. On an unspecified date, the patient consulted a healthcare provider, who performed a surgical procedure to remove the broken sensor wire from the skin. The patient stated that he intends to discontinue use of the dexcom device and declined to provide any further information regarding the incident. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).